Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the mid right coronary artery (rca) with the use of a non-abbott device. The 3.0 x 16 mm graftmaster stent system was advanced but the stent dislodged off the balloon during delivery which delayed the treatment of the perforation. A second 3.0 x 12 mm graftmaster was used successfully to treat the perforation. A different non-abbott stent was used to crush the dislodged stent to the vessel wall in the distal rca. There was a reported clinically significant delay in the procedure. It was reported that the patient expired in the cath lab. The cause of death was noted as cardiac arrest in a setting of cardiogenic shock and acute myocardial infarction. All requested information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death and myocardial infarction are listed in the otw graftmaster instructions for use (IFU) as known adverse patient events. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The additional graftmaster referenced is being filed under a separate manufacturing report number.